Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee revision on (B)(6) 2022. Device has not been explanted. The patient experiences pain, stiffness, discomfort, and weakness. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
H6: corrected health effect, medical device, component, and investigation clinical codes.

Manufacturer narrative:
Most likely underlying cause: the prosthesis wear reported in (B)(4) could not be confirmed, the device remains implanted, and potential contributions of manufacturing, user, or patient-related considerations to the reported wear could not be assessed as the devices remain implanted and no images, radiographs, or relevant clinical information was provided.